Event description:
It was reported that the hub broke off the sheath upon insertion. As a result, another kit was opened. There was no delay in treatment and no pt complications were reported. Additional info received on (B)(4) 2010 by the sales rep stated the placement site was internal jugular. Further f/u from the sales rep on (B)(6) 2010 stated the physician used a competitors sheath for the third attempt and was successful. Ref MDR #9680794-2010-00036 for the second kit used.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.